Manufacturer narrative:
Device was evaluated. Inspection found that the image issue reported was due to faulty ccd (charged coupled device) unit. The faulty ccd resulted in no image on the device. In addition, heavy kinks were observed on the cable and missing screw found on the video cable. Based on evaluation findings the reported issue was confirmed. The reported failure found to be due to faulty ccd attributed to electrical component failure. This report will be supplemented accordingly following investigations. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
During preparation for use, image issue was reported. There were no further details provided regarding the event. No patient involvement, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is presumed that the reported phenomenon was caused by unexpected stress on the camera head due to the user's handling, resulting in the failure of the ccd unit, which resulted in the absence of images. As stated on the IFU (instruction for use) the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.